Event description:
It was reported that a pt was presented to cath lab with st wave changes in the infero-lateral leads of EKG. The pt was alert; however, blood pressure was in the low 90's, clammy and in shock. The pt had multi vessel coronary artery disease with all vessels open. There was 90% lesion in the mild-distal rca. During the first inflation the balloon ruptured. The balloon was removed and the flow through the rca was slow. Attempts to dilate rca several more times were unsuccessful. The pt expired after approx 20 minutes. No autopsy was performed; however, the physician stated the cause of death was due to mi and cardiogenic shock. The physician stated there is a possibility, but no definite relationship, of the balloon rupture to the death.